Event description:
Report 1 of 2. Consumer reported via email that a tampon did not have a string attached. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
The Primary DI and Production Identifier of Lot Number were not available from the consumer. Multiple attempts were made to obtain more information. With no means to determine the Manufacturer/Asset line and day of production, no further investigation on documents and supporting records can be performed.